Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. The customer declined repair and service of the unit. No parts were returned to philips for analysis, therefore, a root cause could not be determined.

Event description:
The customer reported that the unit will not turn off. There was no patient or user harm reported. The event date was not specified; estimate used.